Event description:
The reporter contacted animas on (B)(4) 2012, reporting that he did not feel the pump was delivering. The reporter stated that the patient had a blood glucose of 22.5 mmol/l which decreased to 2.9 mmol/l after bolusing for supper which the reporter attributed to insulin stacking as they were not using the insulin on board feature. The reporter stated that the patient's blood glucose then increased to 23 mmol/l. The reporter stated that there were no symptoms with the patient's elevations. The patient's reported blood glucose levels do not meet animas criteria for an adverse event. The reporter confirmed that the patient's site was changed twice and no kinked or bent cannulas were found. A review of the bolus history showed that all boluses were delivered in full; the basal history showed all basal was delivered. The basal and bolus deliveries were accurately reflected in the pump's total daily dose history. The pump was disconnected from the patient and two 1 unit boluses were performed and confirmed that insulin was seen. The reporter was advised that there was no indication of a malfunction of the device. The pump is returning to animas for further review. This report is made based on the allegation that the pump may not have been delivering correctly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ezprime operation was performed with no difficulties noted, and the units remaining were correctly calculated and written to the pump history. There were no alarms related to the complaint in the alarm history. A review of the black box indicated typical usage alarms and warning; there were no unacknowledged alarms or warnings and no delivery stoppages noted. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.